Manufacturer narrative:
Laboratory analysis of actual sample: quality engineering received one used dialyzer for ths complaint. The dialyzer was visually inspected for defects relating to the reported fiber leak. No visually noticeable defects were found. The dialyzer was then tested for leaks using the manual leak test defined in rd-rq-c-003. The dialyzer experienced a pressure decay of 175.0 mmhg over the 60-second duration of the test. The "manual bubble point test" was then performed. The dialyzer experienced a pressure decay of 160.0 mmgh. Air was visually observed propagating from the arterial side of the dialyzer near the arterial dialysate port. Note that the leak location is inside of the test strip zone. The following devices were used in this analysis: pressure gauge (l14752), calibration expiration date: nov-21-2005; stopwatch (l10147), calibration expiration date: mar-18-2006. This complaint was confirmed in the lab for fiber leak within the test strips zone of the arterial side dialysate port. Although the pressure gauge was slightly beyond expiration date, pressure decay/leakage was also confirmed visually. Leakage of this nature can be caused by test strip contact against the fibers. This sample was sent out for scanning electron microscope (sem) analysis of the fiber damage. Conclusion: the location of the leak was identified in the fiber bundle at the inlet area of the sample and leaks were observed near the dialysate port and deflector shield of the dialyzer. The morphology of the damage was consistent with surface abrasions, punctures, twisted and flattened fibers, and bending to the point of breakage. The damaged fibers were situated at the periphery of the bundle and in an area which would have been contacted by a foreign object being inserted into the dialysate port. The fiber damage was confirmed via magnified visual examination. The conclusion of the report was that the fiber damage was consistent with a foreign object, such as a test strip, being inserted through the dialysate port(s). The test strip contains sharp edges, which can cut the fibers and allow for blood leakage during therapy. This type of fiber damage is typically related to use error. Fiber leaks can also be caused by improper water pressure regulation in the processing stations or by foreign matter in the rising solutions, but these are remote cases. Renal quality engineering and product surveillance will continue to monitor this product family for adverse trends and will take corrective/preventative actions, as appropriate.

Event description:
Customer reported blood leak in a CT 190g dialyzer. The number of reuses for this dialyzer is 2. When the incident occurred, the pt was disconnected immediately and restarted therapy with a new dialyzer and new bloodlines. The extracorporeal blood was not returned to the pt and therefore the estimated blood loss is 200cc. The facility uses the renatron with renalin for reuse. The facility pre-processes the dialyzers. The staff has been observed and it has been determined the dialyzer has been placed correctly on the instrument and they are performing the tasks per the facility's standard operating procedures. The facility uses city water. The calibrations are okay and the maintenance was performed on schedule for the ro loop. There has been no change to the temperature. The psi was less than 10. The blood leak occurred right at the beginning of the treatment so no tmp value was available.